Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed the hi-pot test. Upon evaluation, the black pulse wire was defective inside the trunk cable. The cause of the test failure is the defective wire. The cause of the defective wire cannot be positively identified. No adverse event resulted from the shorted wires. The last patient to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming testing. The last patient to use this belt did not report any deficiencies.